Manufacturer narrative:
(B)(4). D10: 00588006012, 12mm height size f articular surface with hinge post extension, 66297616. 00588001602, right size f cemented option femoral component, 65978316. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee surgery. Subsequently, about a year and 4 months later, the patient had revision due to loosening, the x-rays impression also shows very thin radiolucent line lateral tibial tray metal-bone and cement/and bone interfaces. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: nexgen rotating hinge knee arthroplasty shows very thin radiolucent line on the lateral tibial tray metal-bone and cement-bone interfaces which is nonspecific but potentially related to loosening. Evaluation may be limited by lack of the baseline images for comparison and lack of lateral view. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.